Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the application started the 2 hour warm up in the middle of a sensor section. The sensor was inserted on (B)(6)2017. No medical intervention was reported. Additional event or patient information is not available. Data was not provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.